Event description:
It was reported that a spectrum infusion pump was constantly alarming air in line. It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant air in line alarms. Evaluation found that the lower reading of the ultrasonic sensor was below specification caused by a failed upstream sensor. The failed upstream sensor was replaced.